Event description:
It was reported that the patient presented at clinic for a battery change procedure. It was discovered that the patient's right atrial (ra) lead exhibited oversensing of noise. The patient's ra lead was capped on (B)(6) 2025 and replaced successfully. The patient was stable.